Event description:
Hosp returned drill on 9/22/98. They indicated that it is rejected because the drill is bent/warped. Remark: drill was returned in original packaging and the primary packaging vial is also bent/damaged. This event did not occur during a surgery.